Event description:
It was reported that the patient presented at the emergency room, and it was discovered that their right ventricular (rv) lead had perforated the right ventricle. The patient experienced diaphragmatic stimulation. A drain was placed to address the pericardial effusion noted. The lead was explanted and successfully replaced. The patient's status was unknown.